Event description:
Intravascular ultrasound catheter was inserted into the body but no image was seen on the monitor. Catheter was removed and a new one was used, which worked as expected. No patient harm.